Event description:
On (B)(6) 2013 the user reported a loss of prime alarm occurred with multiple cartridges from different boxes over the past several months. The patient was able to successfully prime and give an air bolus during troubleshooting. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed a history of a loss-of-prime alarm. The pump was successfully primed and exercised for (B)(4) hours without emitting an alarm. The pump¿s force sensor calibration was found to be within specification. Unrelated to the complaint, evaluation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.